Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after experiencing a low blood glucose (bg) level of 60 (mg/dl) due to over bolusing. Reportedly, customer thought they were entering grams on their pump to calculate a bolus but instead they were actually entering units of insulin. Customer consumed a soda to address bg levels and left a few hours later with a bg level of 100 (mg/dl).